Event description:
Information received by medtronic indicated that the customer experienced hyperglycemia with a blood glucose value of 567 mg/dl and large discrepancy on the 17 june, 2023and 18 june, 2023 sensor showing 40's and took sweets and blood glucose shot up over 500 mg/dl. Troubleshooting was performed and found that the customer was admitted in hospital on 21 june, 2023 and 22 june, 2023. The customer was not reporting seizure on 24 june, 2023 and 25 june, 2023 as symptoms related to high blood glucose event. The insulin was not suspended due to sensor glucose vs blood glucose difference. The sensor glucose value: 40mg/dl and blood glucose: 567 mg/dl. Its unknown whether the insulin pump was used within 48 hours and whether the auto mode feature was active at the time of the event. No further patient complications were reported. It was unknown whether the customer will continue using the insulin pump. The insulin pump will not be returned for analysis. Frn-mmt-332a-rsvr, ozp-mmt-7020la-snsr, unomed inf set summary update it was reported that the customer required emergency medical services (ems) intervention which resulted admission to the hospital on june 25, 2025 due to low blood glucose and seizure, the event was reported under case-2023-00496252 with MDR# 2032227-2023-239848.

Manufacturer narrative:
This report is being submitted as part of a retrospective review per CAPA 686868. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.